Event description:
It was reported that a ventilator generated a keyboard error during patient use. The patient was removed and placed on an alternate ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer service engineer (cse) inspected the device but was unable to duplicate the reported event. The code generated by the ventilator suggested a graphical user interface (gui) keyboard issue. The gui keyboard was replaced and the device was returned to clinical use.